Event description:
Additional information was reported that the cause of the patient's shocking was due to "the patient's pain causing the uncomfortable feeling not the ins". No actions or interventions were taken because it was determined not to be caused by the ins. The shocking has been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. Information was reported that the rep stated the patient had a shocking sensation after reprogramming the patient to low density during post implant programming session. The patient has been programmed with high density settings for their previous implant and currently the rep wanted to optimize their therapy and provide low density stimulation. The patient was getting good paresthesia and then would experience a shock near the lead exit site in their back. The rep would need to shut off the patient's stimulation at this time. The patient had never experienced this issue with high density settings. The rep was asked to palpate the ins with stimulation on with no changes to the stimulation. No further complications were reported. No additional patient symptoms were reported.